Event description:
It was reported that a patient experienced a break in aseptic technique resulting in peritonitis coincident peritoneal dialysis therapy. The breach was further described as the patient forgot to close the twist clamp on the transfer set. On the same day as onset, the patient was hospitalized and began treatment with ancef (intraperitoneally, daily, for 20 days, dose not reported) for the peritonitis event. The patient was discharged from the hospital after four days. At the time of this report, the patient was recovering from the event. The patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.